Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-9004-35, serial #: (B)(4), description: precision connector m1,35cm.

Event description:
A report was received that the patient's body was rejecting the system and it was irritated by the device. The patient underwent an explant procedure.